Event description:
The surgeon reports an (B)(6) patient with a history of chronic renal insufficiency, compensated cardiac insufficiency, type ii diabetes, dementia and a recent history of pneumonia and pulmonary fibrosis, underwent surgery on (B)(6) 2012 for an osteoporotic fracture of the vertebral body where 2 viper-2 pedicle screws were implanted in both t11 and l1 (4 screws in total of unknown product code and lot number) and augmented with bone cement (not marketed by depuy spine). It is reported that 7 minutes after the last injection of cement, the patient expired and could not be resuscitated. An autopsy was performed and is reported to have shown signs of fat embolism.

Manufacturer narrative:
The event being reported is an adverse event that occurred during a surgical procedure. There is no indication that the viper2 screws caused or contributed ot the event. At autopsy, it was found the the patient suffered a fat embolism. At this time, the complaint is considered to be closed. Device not available for evaluation.